Event description:
It was reported that a dcs12 was used during a laparoscopy. It was reported by the affiliate that during the procedure, a burn to the uterus approximately half cm occurred when the device was used with a diathermy was attached to divide omentum, which had become attached to clips that were attached to the fallopian tubes.